Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule and infection. Information contained in this report was previously submitted through psr on 26-jul-2011.

Event description:
Patient reported having a side unspecified lump or thickening in or near the breast or in the underarm area. Patient reported having been treated for a right breast infection. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
Further investigation summary: review of sterilization and seal strength records related to work order 1764284 did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. See 116800 sterilization run, and seal testing attached. During the DHR review, in the assembly router 1764284 it was found missing n/a and check mark in section 7.0. This documentation issue did not have any impact during the execution of the operation involved thus it doesn¿t have any effect in the integrity of the implant. Environmental monitoring results for september 2009, and bioburden monitoring results for iiiq 2009 were reviewed, refer to enviro/micro summary section for more details. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 1764284 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Event description:
Patient reported having a side unspecified lump or thickening in or near the breast or in the underarm area. Patient reported having been treated for a right breast infection. Healthcare professional later reported rupture. Device remains implanted.